Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012, ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to bradycardia. An interrogation revealed that the right atrial (ra) lead exhibited non-capture. The lead remains in use. No further patient complications have been reported as a result of this event.